Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, part: 04.115.750s, lot: 4l65212, manufacturing site: mezzovico, release to warehouse date: may 28, 2019, expiration date: may 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. (B)(4). A device history record (DHR) review was conducted: part: 04.115.750s, lot: 4l65212, manufacturing site: (B)(4), release to warehouse date: 28 may 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for distal radius fracture and implanted with a variable angle-locking compression (va-lcp) volar rim distal radius plate. On (B)(6) 2019 it was found that the plate was broken at the distal shaft. Broken part of the plate was screw hole of the plate and near the fracture part. Bone union was not confirmed. The patient doesn't want reoperation. Revision surgery is not conducted yet. No further information is available. Concomitant devices reported: unknown screws: trauma (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 2.4mm to va-lcp volar distal plate. This is report 1 of 1 for complaint (B)(4).